Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose increased from 66 mg/dl to 500 mg/dl. The customer experienced a headache and fatigue. The customer treated the hyperglycemia with the insulin pump. Troubleshooting was initiated and the drive support cap appeared normal. The customer was also able to successfully prime using the current set. The basal rates were programmed accurately as well. All insulin pump boluses were recorded properly. However, a high pressure test was declined. No products were returned or replaced.